Manufacturer narrative:
Investigation - evaluation a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. However, a review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided, and the results of our investigation, and without visual, dimensional, and/or functional testing of the product; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A performer mullins guiding sheath was being used in a patent foramen ovale closure procedure. It was reported that the device caused tissue damage upon entry into the patient. The reporter stated it is believed that the issue is being cause by the dilator being undersized and/or the inner diameter of the sheath being oversized. No unintended section of the device remains inside the patient¿s body. No other information was provided.